Event description:
While performing preventive maintenance on the ventilator, the manufacturers service technician reported that the ventilator would not operate on ac power. There was no report of the problem during any previous usage. There was no patient involvement and no patient harm reported. The service technician replaced the power management pcb board to address the finding. Final applicable testing was completed and tests passed to operating specifications. Analysis of the power management pcb board revealed a malfunction that may result in the unit shutting down and alarming during normal ventilation mode operation.